Event description:
The reporter stated the technician removed a cq2015a collamer aspheric three piece lens from the vial and noted one haptic was twisted/bent. The lens was not loaded or used and there was no patient contact. The reporter stated the lens was received that way and was defective. The reporter stated it was unknown if the lens was being returned to the manufacturer, it may have been disposed of.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens.(B)(4): lens not returned.evaluation:results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging or sterilization processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and the device history record review, the most likely cause of the event was the haptic was damaged upon removal from the vial. (B)(4).